Event description:
It was reported that the left ventricular (lv) lead impedance alerted for high impedance. It was also reported during next patient visit the lead thresholds and serial impedances will be checked followed by an increase in the alert range. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.